Event description:
Additional information received indicated that the device was explanted, replaced and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device exhibited a discrepancy in longevity calculations. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
Analysis confirmed the discrepancy in the longevity. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.